Event description:
It was reported that the patient¿s catheter was dislodged. It was noted that the dislodged catheter had a growth mass over the end of it. The patient knew about the catheter dislodgment since their health care professional (hcp) was ¿going to do it¿ back in may. A CT scan the patient recently had found the mass. It was noted that a manufacturer¿s representative at their hcp office said if they went to restart it, the pump would have to calibrate at approximately 3 mg/day because of the concentration. The patient reported that they thought the event time was approximately (B)(6). It was noted that they then turned it down to try to save the life of the battery a little bit longer. The patient¿s hcp had to cancel their pump replacement surgery due to an emergency. The patient reported their pump battery was due to deplete on (B)(6) 2014. The patient noted that they couldn¿t get a replacement surgery until the end of july. The pump was currently used to infuse morphine at a dose of 17 mg/day. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8575, lot # n105436, implanted: (B)(6) 2007, product type accessory; product ID neu_ unknown_cath, serial # unknown, product type catheter. (B)(4).